Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump also received motor error and no delivery alarm. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with manual injection. It was reported that they had motor error alarm. Customer was able to complete pump rewind. It was reported that they had no delivery alarm. Customer states the insulin did exit. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion,prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).